Event description:
I am a breast cancer survivor who had reconstruction using silicone implants. For the past 18 months or more I have been experiencing chronic fatigue, severe joint pain, muscle aches, brain fog, etc. I have seen numerous doctors including a rheumatologist, thyroid specialist, and lyme disease specialist who all told me my symptoms were somatic. I finally saw my plastic surgeon because I thought one of my implants had ruptured and he told me about breast implant illness. I am having my breast implants removed in 2 weeks.